Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle was broken at the swage part at the second passing of the needle during anastomosis. No broken piece was dropped in the patient¿s body. There were no adverse consequences to the patient.